Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high hv lead impedance was observed. Programming changes were suggested. Dft testing will be performed to evaluate the lead. Patient's condition was fine.